Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. The same day as event onset, the patient was hospitalized and treated with vancomycin injection (1gm, every three days, intraperitoneal, discontinued) for peritonitis. The patient was discharged six days after hospital admission. At the time of this report, the patient was recovering from peritonitis. Pd therapy was ongoing. No additional information was available.

Manufacturer narrative:
Additional information: b2, b5, b6, h1, h6. B5: upon follow up, the patient was treated with meropenem (1gm, once daily, intraperitoneal, discontinued). The vancomycin was discontinued after 4 days. It was reported that the patient died due to the second episode of peritonitis and weakness. It was not reported if an autopsy was performed. The pd therapy was ongoing till death. Should additional relevant information become available, a supplemental report will be submitted.